Manufacturer narrative:
The expiration date of the reagent was not provided. The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin b12 immunoassay results for 1 patient sample on a cobas e 801 module. The initial vitamin b12 result was <0.1 ug/ml. The doctor questioned the result which prompted the customer to repeat the sample. The repeat result was 0.35 ug/ml.

Manufacturer narrative:
Medwatch field d4 lot no and d4 expiration date were updated. Due to the limited information, the cause of the event could not be determined. The investigation did not identify a product problem.